Manufacturer narrative:
Philips service replaced the flexvision pc and reinstalled software, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexvision layout was not visible due to intermittent pc failure on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.